Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a temperature alarm while inside the customer's pocket. There was no impact to the customer's blood glucose level. The pump was not within abnormal temperature conditions. Customer technical support advised customer to wear pump on clip to provide cooling and venting for the pump. The customer acknowledged. Reportedly, the customer was able to clear the alarm and resume insulin delivery.